Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not reappear. The customer was advised to continue using the pump and to contact support again if the issue recurred, which the customer understood.